Manufacturer narrative:
The suspect needle was received back for investigation. Manufacturing records were reviewed and no related deviations or concerns were noted. Engineering testing found the needle's electrical properties within specification. The needle was successfully tested and operated in cautery mode for one minute with no issues. The customer complaint could not be confirmed.

Event description:
The distributor reported that four iceforce 2.1 cx 90° cryoablation needles were easily placed during a CT guided renal procedure. The first freeze cycle was normal and without any issues. The patient was under sedation and was reportedly quite and asleep. During the second freezing cycle, the physician witnessed a spasm close to the entry points of one of the needles. The patient mentioned discomfort in this area. The physician stopped using the needle and continued with the treatment with the other three needles. After two minutes, the physician started to use the fourth needle but observed spasms again. The patient did not complain and the case was continued using all four needles. After 4 minutes into the freeze cycle, the spasms stopped. A routine CT scan showed reportedly a nice iceball size and the rest of the ablation case was completed without any problems. Afterwards the patient was fine with some expected pain due the size of the tumor. No patient sequela were reported.